Event description:
The patient did her normal exercise in the morning and the same afternoon experienced a burning pain in her rectum. She decreased her stimulation. She was directed to her physician. Further information is being requested from the hcp.